Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time red alert. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.